Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor went blank intermittently and became unresponsive. The field technician stated they power cycled the monitor several times. After several power cycles, the monitor went blank, and all menu keys were unresponsive. Prior to the power cycling, the menu key was working and illuminated green. The power button was green the entire time, even when the screen was blank and menu keys were unresponsive. The serial digital interface (sdi) cable is in good working order. The customer reported that they were able to replace the unit with a spare monitor. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The subject device was not returned for evaluation. Per the follow up response and as noted in section b5, the customer are not sending the unit in for repair as it was replaced instead". Device was replaced with the facility's spare monitor. No further information was provided. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.